Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported issues with delivering impella cp due to the male patient's anatomy. The impella was unable to go over the bifurcation. The impella was therefore explanted and when it was removed, there were some "clottings" noted on the impella. Therefore, a new one was used. There was no patient harm.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The pump was returned for investigation, and upon inspection, no physical abnormalities were found on the returned pump. The pump performed as expected during testing. As per clinical details, pump was not advanced beyond bifurcation of the artery. The root cause of the delivery issue was patient condition related to patient anatomy since pump couldn't advance beyond the artery's bifurcation, as per the clinical details and investigation of the returned product.